Event description:
The customer reported that the system's x-rays would not turn off. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the lemo socket. The system was tested and found to be working as intended and put back into service.